Manufacturer narrative:
(B)(4). Evaluation of the incident electrode did not confirm the customer's reported failure, however damage to the insulation was observed. There were voids and scratches on the insulation. The damaged areas failed high voltage breakdown testing. Although the exact cause of the insulation damage cannot be determined, similar damage has occurred with the use of guiding needles.

Event description:
The customer stated that there was no working temperature display after the electrode was connected to the machine. The product was tested prior to use. There was no injury to the patient. Covidien's initial evaluation found the needle insulation was damaged. The needle failed hipot testing.